Event description:
It was reported that the pt experienced a loss of therapeutic effect and had no stimulation sensation. There were no known accident or incident related to the pt's symptoms. The pt was noted in fair status. It was also reported impedances read greater than 20,000 ohms. The company rep did not run impedances at 3.0v because she was worried about shocking the pt since he would get sporadic stimulation. The pt indicated that one side quit working then the other side quit. Add'l info has been requested and will be made as f/u as it becomes available.

Manufacturer narrative:
(B)(4).